Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hadn't delivered insulin and they rewound and prime and priming didn't stop, even when select button was not pressed. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the act button had issue and during fill tubing didn't stop even when the act button was released. The device will be returned for analysis.